Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was increasing after changing the infusion set and treating. Customer's blood glucose level went from 450 mg/dl to 510 mg/dl. Customer's blood glucose level was 550 mg/dl. The customer was feeling nauseous. She treated her high blood glucose level with an injection. The device was not returned.